Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) the dentist reported that 2 months after the dental implant was installed in intraoral region 8#, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved, bone graft was executed, fenestration occurred during surgery, the patient presented insufficient bone quantity/quality (bone type ii) and immediate load and immediate implant procedures were performed.